Manufacturer narrative:
(B)(4). The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that during a surgery, the screwdriver has seriously fractured when fasten the blocker. The surgery was completed with another same item instrument.

Event description:
No change to previously reported event.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: instrument breakage. Event description: during surgery on (B)(6) 2018, dynesys screwdriver was fractured when fasten the blocker. Surgery was completed with other device. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: visual examination: the returned instrument is broken into two pieces. The whole hex tip came apart. No further deformation can be seen on the instrument. The blue handle does not show any damages. Based on this visual examination the reported event can be confirmed. Review of product documentation the IFU outlines inspection and functional testing instructions for the end user and details specific steps to take if the instrument appears to be damaged or does not function as intended. According to the cer the torsion torque driver is an alternative to the hexagonal screw driver. The torsion torque driver is inserted into the counter torque handle and is designed to tighten the set screws to a torque of 4 nm. Conclusion summary: it was reported that the instrument was broken during the surgery. No broken pieces were left in patients body. In the complaint it is mentioned that the instrument was used around 50 times. As no surgical reports have been received, it cannot not be said how the instrument was used. It is not known if the instructions given in the surgical technique and IFU were followed for a correct instrument usage. It can be possible that the instrument has been used excessively. The review of the raw material certificate confirms that the device met all specifications to perform as intended. However, based on the available information, an exact root cause for the instrument breakage could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: a cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).